Event description:
The customer reported via phone call that the insulin pump sustained physical damage. The customer stated that the insulin pump's battery died, and she was unable to open the battery compartment due to a stripped battery cap coin slot. She also reported that the insulin pump appeared cracked at the battery compartment. The customer's blood glucose was 212 mg/dl. She disconnected from the insulin pump, stating that she had reverted to manual injections for treatment since the insulin pump lost its power. She noted that the insulin pump may have been dropped leading to the damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. No unexpected low battery or off no power alarm was noted. The insulin pump was received with a minor scratched display window, cracked display window at the bottom right side corner, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, stripped battery cap coin slot and an ink spot or bleeding in the middle of the liquid crystal display glass.